Event description:
Fmc canada reported (1038) an internal blood leak, first use. Estimated blood loss 250cc. No med intervention. Sample was discarded by the user. Sample not available for examination.